Event description:
Platinum tip came off fiber.

Manufacturer narrative:
One unit vari-lase kit was returned to vsi for evaluation. The unit showed signs of biological contamination. The platinum tip was intact but the fiber shaft was separated 6cm from the tip. There was no other damage was found to the unit. The event details state that the platinum tip came off the fiber. The product was returned to vsi for evaluation. The platinum tip was still attached to the fiber. The fiber separated 6cm from the distal tip. A record review was completed to rule out any manufacturing related nonconformances. The most likely root cause of this failure is damage during use.